Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. Device evaluation: analysis of the desktop charger found a cable assembly with bent connector pins. Analysis of the recharger found the device had an empty battery and was not repairable due to water damage.

Event description:
A family member of the patient reported the patient's recharger was completely dead and would not come on since (B)(6) 2016 and that their implantable neurostimulator (ins) had been depleted since (B)(6) 2016. It was noted the patient's desktop charger connector pin appeared bent at the time of report. There were no medical or therapy problems noted and no symptoms were reported. It was noted the patient was implanted for the treatment of essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend or family member of the patient reported that they received the replacement desktop charger (dtc), but they can only charge the implantable neurostimulator (ins) if the implantable neurostimulator recharger (insr) is plugged in the wall. A replacement insr was sent.

Manufacturer narrative:
There was no root cause determined related to the broken connector pin, fdc code 67 applied to desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.